Event description:
Report received of tubing rupture during use with a power injector. It was reported the medrad power injector was set at 100 psi to infuse an unspecified amount of isovue 300 contrast at an unspecified rate. At an unspecified time, it was reported that the tubing set burst, the injection port dislodged and was propelled across the room hitting the technician in the eye. There were no reported adverse effects to the pt or technician.